Event description:
It was reported the patient underwent a left hip revision approximately 13 years post implantation due to pain and elevated cobalt levels. No significant findings were dictated in the revision notes. The stem was left in place, all other components were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: trunnion noted to be stable without corrosion, stem with appropriate anteversion and was stable. Stem left in place, all other components replaced without complications / significant findings. Cultures obtained, no results provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An m2a-magnum pf cup 56odx50id was returned and evaluated against the complaint. Visual inspection found the inner radius of the cup to be scratched and scuffed. Foreign debris remains affixed to the outer radius. Part of the porous coating has been mashed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 157450 m2a-magnum mod hd sz 50mm lot# 983150; cat# 139256 m2a-magnum 42-50 tpr insrt std lot# 156900; cat# 13-103208 taperloc por red/lat 15x150 lot# 223840. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03578, 0001825034 - 2020 - 03579, 0001825034 - 2020 - 03580.

Event description:
It was reported the patient underwent a hip revision approximately 13 years post implantation due to magnetic resonance imaging (MRI) revealed fluid around the hip and elevated metal ion levels. No additional information is available.